Manufacturer narrative:
(B)(4). Evaluation summary: a device history was conducted and no issues were found related to the iipv in the logs during the manufacture of the lot or serial number. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv-adult. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined.

Event description:
The customer contacted baxter's technical service center to report high drain on the homechoice (hc) machine during use, patient connected in drain 1 of 2. The drain volume equaled 5126ml. The baxter technical service representative (tsr) explained the alarm and the home patient (hp) had a fill volume between 2000ml to 3000ml on a regular basis. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.